Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the distal end cover of the gastrovideoscope had a deep chip. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the distal end cover of the gastrovideoscope had a deep chip. There were no reports of patient involvement.